Manufacturer narrative:
(B)(4). Medical product: biomet microfixation sternalock blu system cancellous cross-drive locking screw 2.4 x 18mm catalog #: 73-2418, lot #: ni, biomet microfixation sternalock blu system cancellous cross-drive locking screw 2.4 x 14mm catalog #: 73-2414, lot #: ni, biomet microfixation sternalock 360 multi-implant system catalog #: 74-0004, lot #: 332300. Therapy date: (B)(6) 2018. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2018-00453, 0001032347-2018-00454, and 0001032347-2018-00456.

Event description:
It was reported a revision was performed due to the band on the bottom plate and two screws on the right side tearing through the sternum. No additional patient consequences were reported.

Manufacturer narrative:
These parts were removed in a revision; therefore the complaint is considered confirmed. No product was returned and no functional tests or inspections could be performed. No x-rays, scans, pictures, or physician's reports were provided. For these reasons, the most likely underlying cause of this complaint could not be determined. Device history record (DHR) was reviewed for the sternalock 360 and no discrepancies were found. DHR review was unable to be performed for the screws as the lot numbers of the devices involved in the event are unknown. There are no indications of manufacturing defects. The instructions for use (IFU) for sl360 system has the following information in the section titled possible adverse effects: nonunion or delayed union which may lead to breakage of the implant. Migration, bending, fracture or loosening of the implant. In the section titled warnings: tension should be applied until the bone halves are approximated and visually contacting. Care should be taken to not over-compress the bone halves. Over-compression may lead to bone damage, tearing of surrounding soft-tissue, or damage to the implant leading to failure of the device. Under-compression may lead to poor sternal approximation, reduced implant stability, or nonunion. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2018-00453-1, 0001032347-2018-00454-1, and 0001032347-2018-00456-1.

Event description:
This follow-up report is being submitted to relay additional information.